Event description:
It was reported that after an infusion set change, the patient experienced hyperglycemia with a highest reported blood glucose of 560 mg/dl and two consecutively bent cannulas from inset infusion sets, after which replacements were arranged and troubleshooting and education were provided. Symptoms included high blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis, and no professional medical intervention or assistance was required. Outcomes included restoration of glucose toward range following guidance and continued monitoring, with no hospitalization or long-term impact reported. Investigation included customer interview, troubleshooting of infusion set technique, and shipment of replacement supplies. Investigation of this case revealed bent cannulas on removal of two infusion sets, consistent with an infusion set performance issue leading to insulin delivery interruption and resultant hyperglycemia, although a definitive single root cause was not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with cause unclear hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.